Event description:
On an unknown date in 2022, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, following the tubing placement, the patient was admitted to the ICU due to peritonitis. The patient underwent a laparoscopic procedure for the peritonitis. The fistula was not well formed and had to be temporarily sutured. Because of the suturing the peg tube was temporarily inaccessible. It was noted that the skin plate slid easily over the tubing, which the physician thought might have led to the peritonitis. A new skin plate was placed which fit well. Antibiotics were started post procedure. The suture was scheduled to be removed on (B)(6) 2022.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.